Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient uses tandem tslim in modified closed loop. She was getting low cgm readings and alerts like 56, 77, 53mgdl. Sometime later, the fingerstick was 600mgdl. She then decided to go to nearest hospital to confirm her bg as she was also feeling symptoms like: very thirsty and was going to the toilet a lot. When she arrived at the hospital, a nurse took her bg and she was at 890mgdl. Patient was given insulin drips (glargine, humulin and novolin), she was also given metoclopramide (reglan) and treated for electrolyte imbalance. Patient stayed at the emergency room almost the whole day but she was fine during the call the same day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the wearable. Pairing test was performed and passed. As previously reported, performance data was reviewed and the allegation was confirmed. The probable cause could not be determined via product.